Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was not keeping a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there was no malfunction suspected with the ipg.

Event description:
A report was received that the patient's ipg was not keeping a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain around the ipg site.

Event description:
A report was received that the patient¿s ipg was not keeping a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg was in a spot which the patient complained about. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was not keeping a charge. The patient will undergo an ipg replacement procedure.